Event description:
It was reported the pt had pain in the chest and stomach. The pt went to the ER, and the scs system was interrogated. It was reported some contacts on the led were low. In addition, it was reported the pt did not have the stimulation on when the pain had started. The pt was advised to leave the scs system turned off at the time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.